Manufacturer narrative:
(B)(4).

Event description:
I have the bristle stuck in my throat [foreign body in throat] case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a (B)(6) male patient who received gsk toothbrush (dr best original) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started dr best original. In (B)(6) 2021, an unknown time after starting dr best original, the patient experienced foreign body in throat (serious criteria gsk medically significant). On an unknown date, the patient experienced product complaint. The action taken with dr best original was unknown. On an unknown date, the outcome of the foreign body in throat and product complaint were unknown. It was unknown if the reporter considered the foreign body in throat to be related to dr best original. Adverse event information was reported by a consumer via call center representative on 30aug2021. The consumer stated that,"I have swallowed a toothbrush bristle and I have the bristle stuck in my throat since the beginning of may. It always wanders up and down. Depending on what I eat and how acidic it is. I just can't get it swallowed down. Have already been to the doctor twice, they have already tried to remove it surgically, but it is too fine and soft. Is there a possibility of getting it softer, perhaps through acidic food? How can you make it softer? Or is there a possibility to eliminate it? I do not want to provide my data but would like to have an answer to my question. I do not want a refund for the toothbrush." Follow up information was received from quality assurance (qa) department on 30aug2021 regarding (B)(4) for unknown batch no. No sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information is not available the complaint cannot be substantiated and will be closed as inconclusive. If the consumer contacts us with additional information or if the complaint sample is received, the complaint issue will be reopened and further evaluated. Complaint conclusion: complaint inconclusive